Event description:
As reported, per article "scaffold technique for endovascular rescue of embolized transcatheter aortic valve with type b aortic dissection", a patient with a complex cardiovascular history was referred for elective tavr due to severe symptomatic aortic stenosis. During implant of a 26mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, while deploying, rapid pacing at 180 beats per minute was initiated to reduce cardiac output, however, a malfunction of the pacer occurred, leading to premature systolic ejection and embolization of the valve into the ascending aorta. The valve was maneuvered and repositioned into the descending thoracic aorta. A second valve, a 26mm edwards sapien 3 valve was then deployed at the aortic annulus successfully. Post deployment tee confirmed stable positioning with no paravalvular leak (pvl) and a mean gradient of 4mmhg. The patient was transferred to the cardiovascular intensive care unit in stable condition. On post-operative day 1, they developed acute onset of 10/10 burning back pain and pleuritic chest discomfort. An urgent cta of the chest and abdomen confirmed the presence of a new debakey type b aortic dissection originating near the distal edge of the embolized valve and extended to the level of the diaphragm. The embolized valve remained nonobstructive and stable within the descending thoracic aorta. On post-operative day 2, the patient underwent a thoracic endovascular aortic repair (tevar) performed by the vascular team and a bare metal terumo relay stent was deployed along with a second covered stent graft which was deployed distally, extending beyond the dissection flap to seal the entry tear and reconstitute the true lumen.